Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2023, potential loss of capture and pacing inhibition were seen on external telemetry. Pacing threshold was unstable and ranged from 1.3v - 1.7v. Potential noise causing pacing inhibition, patient repeatedly passed out in the emergency department during the pauses. Patient had similar symptoms in (B)(6) 2023. Device was interrogated and programmed an appropriate safety margin for now. Potential lead integrity issue suspected. Lead remains implanted.